Manufacturer narrative:
The side rail mount bracket, latch and latch pin were replaced by the tech to resolve the issue.

Event description:
The account alleged that the side rail would not stay latched. No pt impact.